Event description:
The reporter indicated that on (B)(6) 2022 vticmo13.2, -13.0/3.0/083 (sphere/cylinder/axis), implantable collamer lens overturn during operation of the left eye (os). It was reported that the lens broke during removal. The lens was implanted and removed intraoperatively with no patient injury. Cause of event was reported to be user error. See MFR # 2023826-2022-03569 for claim against the initial lens.

Manufacturer narrative:
Claim # (B)(4).